Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the chipped acoustic lens was due to physical stress from handling and chemical stress from cleaning/sanitization. The event can be prevented by following the instructions for use which state: ¿[warnings and cautions] do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of lock engagement lever up/down knob could not be locked securely, scope connector covers chipped, lock engagement lever scratched, suction cylinder discolored, scope connector cover plate unclear, grip scratched, switch 1 dirty, electrical connector corrosion due to water leakage, plate corroded due to water leakage, shield disk corrosion due to water leakage, scope connector cover corrosion due to water leakage, cover joint discolored due to water leakage, due to damage on ultrasonic cable, the number of missing element exceeds the standard value, due to chip of the acoustic lens, displayed ultrasound image defective, objective lens scratched, adhesive around objective lens worn, light guide lens chipped, adhesive around light guide lens worn, adhesive on angle rubber worn, connecting tube scratched, due to wear of angle wire, bending angle in up,right, direction did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, image guide protector damaged, ultrasonic probe loose, due to deterioration of braid of bending tube, tightness of the braid has become uneven, ultrasonic cable/ universal cord buckled, inner/outer shield corroded due to water leakage, and frame 260 corroded due to water leakage. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the ultrasonic gastrovideoscope had moisture leaked inside the scope electrical connector and scope connector which caused corrosion damage. Upon inspection and testing of the customer returned device, missing piece / chip / parts fell on the scope probe unit, which was due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. In addition, the scope acoustic lens chipped. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.